Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. D6b: explanted date: device was not explanted. E3: occupation: assistant coordinator. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause of the alleged failure cannot be determined. Based on the complaint description, it is unlikely the proximal band led to the hand discoloration, hematoma and soft bruising that was alleged. However, it is likely the proximal (second) band led to these harms. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880- 2023-00043. Terumo tmc performed a maude search on 29 april 2023. Report # (B)(4)was found and was confirmed to be the same reported event; therefore, the maude report has been provided.

Event description:
Terumo medical received a user facility medwatch report #2000330000-2023-8013. The event description stated: the user facility reported that post percutaneous coronary intervention (pci) the registered nurse (rn) placed two (2) tr bands on the patient. Per rn the distal band had a hole in the balloon, therefore the device was placed with a second tr band. When the md came to see the patient after the procedure, the md requested that air be taken out of both bands due to purple coloration of the patient's hand. Procedure, the rn followed instructions from the md. Distal band took about 15ml to 3ml. Proximal band had all air removed. One (1) hour post op a hematoma formed. Soft bruising was noted from the proximal to mid forearm. The second rn held pressure for fifteen (15) minutes and the hematoma resolved. The tr band with the hole in it was removed. Six (6) ml of air added was remaining in the tr band. There were no complications noted after the air was added. The sight remained soft. The event occurred at the hospital in the electrophysiology lab. The original procedures performed were a left heart catheterization, left and right coronary angiography, a percutaneous intervention on the 95% de novo stenosis in the proximal left anterior descending artery (lad), a rotational atherectomy, a stent placement, and a balloon angioplasty. The problem the user has was that the device malfunction. The device did not do what it was supposed to do. Device failed (e.g., broke, couldn't get it to work or it stopped working). This was not a laboratory device or laboratory test. Additional information was received 11 apr 2023: there were two tr bands used because there was a hole in the balloon. The hole was in the large and small balloon assembly. Hemostasis was achieved by the second band that was also used on the patient. Manual compression was held strictly to resolve the hematoma.